Event description:
It was reported that the caller did not observe drops of insulin at the end of the tubing during the fill tubing step of the load sequence. Customer¿s blood glucose (bg) level was 566 mg/dl. Elevated bg was address by a manual insulin injection. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.